Event description:
It was reported that the hahn tapered implant failed due to doctor using incorrect screw. No relevant medical history of the patient was reported. The patient's bone quality is type 1, and their oral hygiene is excellent. On (B)(6) 2024, the patient presented for a primary procedure on tooth #12. On (B)(6) 2024, at crown delivery the provider experienced the implant screw break and explanted the device on (B)(6) 2024. The implant was not replaced, and no injury was reported. The doctor stated: the wrong screw was sent to us from the lab so when we inserted the screw, it sheared off.

Manufacturer narrative:
The device is not going to be returned for analysis; however, it was reported that the doctor mentioned an incorrect screw was used to secure the implant. During insertion of the screw it sheered off. A review of the device history record and complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause appears to have been the incorrect mating screw for the implant was used in an attempt to secure the device. Thus, causing damage to both the implant and the screw resulting in explanation of the implant. The manufacturer internal reference number is: (B)(4).